Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the buttons were harder to press and need to press twice. The customer also stated that motor was loud during rewind. The customer was advised to discontinue use of the pump and revert to back up plan. The insulin pump will not be returned for analysis.